Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03july2019. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue.

Event description:
Customer contacted technical support stating that unit had a battery error. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.